Event description:
Report received indicated that during placement of the inferior vena cava (ivc) filter via the left femoral vein, the filter perforated the 6fr catheter sheath introducer (csi). There was no patient injury. This product has been returned for evaluation and testing, however, the engineer's report is not yet complete. Additional information will be sent within 30 days upon receipt.